Event description:
The complainant reported that the clinician were performing a therapeutic ureteroscopy procedure on a female patient. During the procedure, the basket began to get increasingly more difficult to open and close until it could no longer be opened nor closed. The complainant indicated that there were no stones in the basket when the event occurred. Also, when the clinician utilized the wheel to open and close the device, it perforated the surgeon's glove contaminating the sterile field. The field was re-sterilized and the procedure was successfully completed with another boston scientific device. The complainant reported that there were no patient complications and the patient is fine.

Manufacturer narrative:
This device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed.